Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Was not able to duplicate the issue. Reloaded software and firmware. Unit is operational. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system booted up into stand alone mode during a service check. The system was rebooted and the issue was resolved. There was no patient present when this issue was identified. No additional details were provided.